Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support about a low glucose reading upon waking, indicating a glucose value of 70 mg/dl while asymptomatic and without a confirmatory fingerstick; education on confirming lows with a fingerstick and use of oral glucose was provided. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included no injury, no medical intervention beyond self-care education, and no hospitalization. Investigation included a troubleshooting discussion focused on verifying low readings and reinforcing treatment of suspected hypoglycemia with oral glucose. Investigation of this case revealed no device malfunction or alarm and no evidence of component failure, with the episode categorized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.